Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended re-programming to eliminate the oversensing. The caller communicated the concerns and suspicions to the cardiologist who said he will refer the patient back to his electrophysiologist. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was being evaluated following a syncopal event. A review of the device data identified noise on the atrial channel which does not appear to be over sensed; however, there is farfield oversensing from a ventricular sensed event. Additionally, pacing impedance measurements were greater than 2500 ohms on the atrial channel. A lead fracture is suspected. No adverse patient effects were repotted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being submitted due to the completion of product evaluation.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that a revision procedure was performed and this device and the associated atrial lead were removed from service and replaced due to the ongoing product performance issues. No additional adverse patient effects were reported.